Manufacturer narrative:
Fluid ingress can be caused by improper table column or base cover sealing activities during table repair. Section 7.5 of the table's operator manual states, "whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." The operator manual then lays out steps to properly seal the surgical table. The table sealing instructions have been reviewed with the customer. The user facility biomedical technician replaced the table's power board, tested the table, and confirmed it to be operating according to specification. The table was returned to service.

Event description:
The user facility reported that during an inspection of their cmax general surgical table a biomedical technician identified signs of fluid ingress into the battery compartment. No report of injury or procedural delay or cancellation. No report of smoke.